Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient (was) in clinic. Device interrogation noted oversensing noise on the atrial lead. Chest x-rays revealed that the lead had dislodged. Patient was stable and scheduled for lead revision.